Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, an air in line alarm was noted but there was no visible air noted in line. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional contact: (B)(6).